Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 5 cm from the connector pin which resulted from constant friction with another implantable device.

Event description:
It was reported that the an insulation anomaly was noted. The lead was explanted and replaced.